Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump would not rewind because the buttons on the keypad would not work properly. The patient's blood glucose level was unknown at the time of the call. The parent was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened act and down arrow button dome switches. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.